Event description:
The pt was seen after receiving several shocks. "Egm's" showed noise. On 8/31/1999, the decision was made to turn the device off and schedule invasive testing. In 1999, the leads tested normally with a "psa." The leads were then reconnected to the ICD; however, impedance rose drastically. Another device was then connected to the leads showing normal impedance levels and remains implanted.